Event description:
The balloon tip of a fogarty catheter broke off in the pt's common iliac artery, remained inflated and could not be removed despite multiple attempts to deflate, dislodge and retrieve the tip. The pt required a fem-fem bypass. The catheter was passed without difficulty removing some of the thrombus and allowing some blood flow. An angiogram indicated some stenosis and an angioplasty with stent placement was performed but flow was still diminished. The catheter was again passed without difficulty removing a chunk of thrombus and improving blood flow which remained non-pulsative. The catheter was passed a third time but the physician was unable to get the catheter back past the stent. When slight tension was applied the line snapped and the remainder of the catheter came out. The area was visualized under fluoroscopy and the balloon was noted to still be inflated. Attempts to deflate the balloon with a wire were unsuccessful and finally another embolectomy catheter was inserted in an attempt to drag the balloon out. The balloon remained stuck and it was deemed safer to leave the border tip in the vessel since further removal attempts might cause unnecessary damage. The vessel was tied off and a fem-fem bypass was performed. The remaining pieces of the catheter are available for analysis. Since two embolectomy catheters were utilized at one point and the staff was unsure which packaging belonged to the faulty catheter so packaging for both catheters is also available. Discussed with sales rep. (B)(4) who will arrange for return of the equipment to the MFR.